Event description:
Customer reported via phone call that they had a high blood glucose of 405 mg/dl which dropped to 401 mg/dl. Mode of treatment for high blood glucose is unknown. Customer was using insulin pump within 48 hours of reported high blood glucose event. It was unknown if automode feature was in use at the time of high blood glucose event. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.